Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system generator would not boot up, so all connections on the standalone board and fd command processor were re-seated. The system was then rebooted about 15 times to ensure the issue was resolved. The system returned to service with no issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system's generator is not booting up. This issue was found while investigating another case. No patient present. On (B)(6) 2020 it was reported that the issue was resolved by re-seating all connections on the stand alone board.